Manufacturer narrative:
The technician determined that a second portable foot pump was found to be hanging on the footboard of the bed, which caused the bed scale to weigh the pt incorrectly. When it was removed, the scale operated correctly. The technician inserviced the nursing staff. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed scale is off by thirty pounds.